Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that customer cleaned the device with gas cap off. Therefore, the phenomenon had occurred due to wrong customer handling. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the cystonephrofiberscope was incorrectly reprocessed. As the cap was forgotten. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.